Event description:
Cracked or broken pivot point.

Manufacturer narrative:
Broken pivot point confirmed in the lab. Broken pivot point. Because this pump was returned to abbott as part of a recall, and was not associated with an initial reporter.